Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap gastric sleeve. Event description: obturator shaft broke upon insertion. The obturator was not inside the cannula at the time of the break. The break was considered to be a clean break. No pieces fell into the patient. Unknown how the obturator was inserted. The surgeon attributes the break to possible incorrect angle of insertion or applying too much pressure to the trocar. Patient is fine. Product is available for return. Patient status: patient is fine.

Event description:
Procedure performed: lap gastric sleeve. Event description: obturator shaft broke upon insertion. The obturator was not inside the cannula at the time of the break. The break was considered to be a clean break. No pieces fell into the patient. Unknown how the obturator was inserted. The surgeon attributes the break to possible incorrect angle of insertion or applying too much pressure to the trocar. Patient is fine. Product is available for return. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator shaft. Testing was performed on the event unit, where the thickness of the cannula shaft near the fracture was observed to have met specification. Based on the condition of the returned unit, it is likely that the reported event was due to user error as the obturator was inserted into the incision site without a cannula.